Manufacturer narrative:
B3: estimated as 12/23/2024 as the published date for the article is noted as 23 december 2024. Literature citation: jing zhou, zongqi zhang, kandi zhang, tiantian zhang, qing he, junfeng zhang. Comparative endothelialization of the watchman plug device and lacbes pacifier occluder after left atrial appendage closure. Rev. Cardiovasc. Med. 2024, 25(12), 450. Https://doi.org/10.31083/j.rcm2512450.

Event description:
Reported via journal article: it was reported that bleeding complications and thrombosis occurred. A left atrial appendage closure (laac) procedure was performed, and watchman laa closure device(s) were implanted in one hundred one (101) patients. The implantation procedure was successful in all patients, without any observed periprocedural complications, such as cardiac tamponade, stroke or tia, or device embolization. There were four (4) patients reported to have periprocedural peripheral vascular complications during the laac procedure using the watchman laa closure device(s). Transesophageal echocardiography (tee) was performed three (3) months after laac, and a device related thrombus (drt) was detected in two (2) patients with the watchman laa closure device. During the six (6) months clinical follow up, bleeding complications were reported to have occurred in three (3) patients that had the watchman laa closure device implanted. No further information was provided if any intervention was required on any of the patients.